Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1318ft corkscrew ft anchor was dislodged from the inserter and could not be put back on. This was discovered during a jersey finger repair procedure on (B)(6) 2023. The case was completed using (2) nano corkscrews. Additional information provided (B)(6) 2023: before even opening the package, the anchor detached from the inserter. The device was not used during the procedure. The case was completed by using a new ar-1317ft.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper device handling.